Manufacturer narrative:
Upon examination of the returned belts, this is likely customer abuse of the lap belts. The belts appeared cracked and jammed. Lit is part of required preventative maintenance to examine the belts for wear and confirm functionality. The customer reported that the alleged issues with these belts were identified during preventative maintenance checks.

Event description:
It was reported that the lap belts on a stair chair was not latching properly. No adverse consequences were reported.